Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg had an increased recharge burden. Later, the patient was also unable to charge the device ( reference MFR report: 1627487-2018-12607). The ipg was subsequently explanted and replaced.